Manufacturer narrative:
Date of this report/date received by manufacturer are being corrected to (B)(6) 2014. Corrected date was received at a later date from the initial report submitted.

Event description:
Edwards received information that a 25mm valve was explanted from a (B)(6) patient after an implant duration of approximately four (4) years. The surgeon was following the patient by echo and over a 6 month period - the patient spiked a 165mmhg gradient; the surgeon emergently replaced the valve. The surgeon also commented that the valve leaflets appeared to be frozen.

Manufacturer narrative:
(B)(6). The device was returned to edwards for visual inspection, which confirmed the reported "frozen leaflet." Heavy calcification was observed in the cusp areas of all three leaflets. Minimal calcification was also observed on the free margins of leaflets 2 and 3. Host tissue was heavy at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 by approx 2mm on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice, as well as onto the tissue at the outflow aspect and into the orifice. The x-ray demonstrated calcification. It also revealed commissures 2 and 3 wireform distorted, damages likely due to explant or implant. Based on the evaluation, calcification restricted mobility in the leaflets and led to stenosis.

Event description:
Edwards received information that a 25mm aortic bioprosthetic valve was explanted after an implant duration of approximately two (2) years due to "frozen leaflets". Patient is noted to be (B)(6), the surgeon was following the patient by echo over a 3 month period, the patient spiked to a 80mmhg gradient and surgeon emergently replaced the valve. There were no reported complications.

Manufacturer narrative:
(B)(4). The device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.